Event description:
On (B)(6) 2025, the user called for assistance re-pairing the continuous glucose monitoring (cgm) system. After pairing, the ilet displayed ¿high,¿ and a fingerstick confirmed a blood glucose (bg) level of 479 mg/dl. The user had been without a cgm connection for several hours and had not manually entered bg readings, preventing the ilet from delivering correction doses. The agent educated the user on manual bg entry when disconnected from the cgm. Once reconnected, the ilet began delivering corrections. The highest blood glucose (bg) recorded was 479 mg/dl. Bg was corrected after re-pairing the cgm. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.